Event description:
Complainant alleged that during a functional testing, the device gave a "unit failed" prompt, displayed a red "x" and then shut down. Complainant indicated that there was no patient involvement in the reported malfunction.